Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the detached cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the cannula was found to be ripped off and pod ran out of insulin too soon.